Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 had jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the broken slide rails on half-height drawer 2-2. The field service engineer worked with customer and found the drawer slide rails broken and ordered a replacement drawer assembly. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 had jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.